Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The field service engineer did not discover any abnormalities. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cea assay results for one patient tested on a cobas 8000 e 801 module. The patient¿s initial result was reported outside the laboratory to the patient¿s physician. The customer performed repeat testing with the sample for confirmation. The patient¿s initial cea result was 74.8 ng/ml, and the patient¿s repeat result was 1.9 ng/ml. The customer determined the repeat result was correct due to the result matching the patient¿s history. The cea reagent lot number was 464151 with an expiration date requested but not provided.